Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a blank display. Unable to perform the displacement test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2. However, found corroded battery tube. Pump power up with pump case test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: : scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, the unit received blank display due to corroded battery tube and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had a crack at the back. It was also reported that the pump clip groove had worn out. The customer also requested replacement for replacement for oval tapes. The customer reported no adverse event. The event involved the products acc-1599, mmt-1884l and 7005739-006. Troubleshooting was performed for the pump damage and the customer was told that pump will be replaced. Troubleshooting was performed for the pump clip damage and the customer will be given a replacement clip. No harm requiring medical intervention was reported. The customer was advised to discontinue pump use and revert to back up plan as per healthcare professional's instructions. Product return was expected for mmt-1884l. Product return was not required for 7005739-006 and acc-1599. Mmt-1884l was returned for analysis.